Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The rx accunet® embolic protection system instruction for use warns: ¿allow for and maintain adequate distance between the radiopaque proximal bushing marker on the guide wire with filter basket and the stent delivery system or other compatible interventional devices to avoid potential entanglement.¿ in this case, the difficulties encountered appear to be due to inadvertently advancing the non-abbott balloon catheter to far distally causing interaction with the filter. In this case, based on the information reported in the article, it is likely that the non-abbott balloon dilatation catheter was advanced too far on the wire causing the tip of the catheter to become stuck with the proximal end of the accunet filter resulting in difficulty removing. Based on the reported information, there is no indication that the reported difficult to remove is related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Dates estimated the UDI is not known as the part and lot number were not provided medical device problem code 2017 clarifier: incorrect removal attachment article titled: "endovascular rescue of a fused monorail balloon and cerebral protection device".

Event description:
It was reported in an article that the procedure was to treat a patient a severely re-stenosed left internal carotid artery (ica). A 6mm accunet filter was passed across the lesion with a 6fcarotid sheath and the filter was deployed in the distal ica. Then, a 4x20mm non-abbott balloon dilatation catheter was advanced to the target lesion without visualizing the markers and the tip of the balloon became trapped with the filter. Several attempts to separate the devices were unsuccessful. Therefore, the balloon and filter were slowly pulled back until the balloon was straddling the ica lesion. Pre-dilatation was performed and the sheath was advanced across the target lesion while deflating the balloon. The filter was able to be slowly removed into the 6f sheath with simultaneous aspirated the filter. There was no adverse patient effect and no clinically significant delay reported in the procedure. An acculink stent followed by post dilatation with a 5.5x20mm viatrac balloon was used to complete the procedure. Additional information can be found in the article, "endovascular rescue of a fused monorail balloon and cerebral protection device". No additional information was provided.